Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, the implantable cardioverter-defibrillator exhibited post paced t wave oversensing. Far p wave oversensing was also sensed on the ventricle channel, which inhibited the right ventricular pacing. Programming changes were made. The patient was stable before, during and after the changes.